Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Revision surgery date: (B)(6) 2016 it was reported that the break off portion of set screw was left in the patient. Patient underwent revision surgery to remove the foreign part. This was not a revision surgery because of failed hardware. This was a removal of foreign body (set screw break off).